Manufacturer narrative:
Results,conclusion: no device returned. (B)(4).

Event description:
The physician was attempting to use a scuba co-cr peripheral bare metal stent to treat a lesion in the right subclavian artery. The lesion exhibited 90% stenosis, severe calcification and tortuosity. No abnormality noted during preparation and inspection of the device prior to use. No resistance noted with accessory equipment or advancing the device to / across the target lesion. During advancement to the lesion the stent dislodged in the guiding vagina vasorum . Device was removed with the vessel sheath. The physician used a new device to treat the lesion. No patient complications reported. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary)

Manufacturer narrative:
Off ¿label, unapproved or contraindicated use-device used to treat subclavian artery, scuba indicated for use below the aortic arch.

Event description:
Evaluation summary: traces of radio opaque solution were detected on the balloon and into the inflation line. The balloon was unfolded therefore it was not possible verify traces of marker crimping and heat setting. The stent was not returned with the delivery system for analysis. No other abnormalities were detected on the device.